Event description:
Information received with return of the explanted device notes that the device could not be interrogated and there was no magnet response or communication. The patient previously underwent a CT scan of the upper abdomen. There were no consequences to the patient.